Event description:
It was reported that the device only lasted approximately 2.5 years and was at eri (elective replacement indicator). The device was explanted and replaced. It was also reported that there were chronically high rv (right ventricular) thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.